Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic wedge surgery, two reloads would not fire. The green but ton was pressed but handle could not be squeezed. Another reload was used to complete the case. There was no patient injury.